Event description:
It was reported that the battery clip was mis-shapen and it cannot get a connection. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that the upper case, lower case, battery release, lead flex cover, release spring, battery drawer, battery contacts and battery flex were contaminated, the side bail covers and ring cover were broken and the ring was missing.